Event description:
A pt was treated into the glabella years ago. The pt subsequently developed a slough in the injected area; he believed the pt had experienced a vascular event. No medical or surgical intervention was prescribed. The pt subsequently developed a diamond-shaped crusted area at the injection site; the area healed with a slight residual burn-like scar. The physician could not recall the pt's name and thus could provide no further details.

Manufacturer narrative:
Pat. Prob. Code: 1971 and 2060 - labeled. 1971: necrosis injection site. 2060: scar.